Event description:
The rptr rec'd from the affiliated indicated that during an interventional procedure, a cypher 3.5 x 18 mm stent was delivered to the proximal left anterior descending (lad) target lesion by directed stenting. The lesion was reported to be: slightly calcified, slightly tortuous, and a 90% stenosis. The stent delivery sys (sds) balloon did not inflate. The sds was removed and the balloon was noted to be ruptured at the proximal balloon seal area. A cypher 3.0 x 18 mm stent was delivered to the target lesion. The sds balloon for this stent did not inflate either and was found to be ruptured at the proximal seal area. A taxus stent - size unk, was implanted to treat the lesion/pt. There was no reported pt injury. No add'l info was available. The physician's comment was that there was no friction during the delivery of the sds to the target lesion. He doubts the cypher's product defect and wants analysis of the two products.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product cxs18350. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2007-01424 and 01425.